Event description:
I just had revision surgery for my interstim by medtronic on 06/18. On 6/22 I noticed programs 1-4 shock me in my upper abdomen programs 5-7 shock me in my lower abdomen. I turned the unit off and it continues to shock me. I reported this to the pa at my dr's office and he is not believing me. I called medtronic and they stated this can happen. I asked them to have my rep call me and the pa so that it can be taken care of and so far no call has been placed. FDA safety report ID # (B)(4).